Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0x3ln, implanted: (B)(6) 2015, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor and a manufacturer representative reported that when the patient switched programs on (B)(6) 2015, she felt a shocking sensation at the implantable neurostimulator (ins) location. When she put the antenna to the ins, she felt the shocking sensation. Therapy was noted to be on. On (B)(6) 2015, the patient contacted the doctor's office complaining of uncomfortable stimulation. The device was turned off and no stimulation was being provided, but the patient still had uncomfortable stimulation. Impedance could not be taken because of this. The patient wanted the device removed. The device was explanted on (B)(6) 2015.

Manufacturer narrative:
Analysis of stimulator serial number (B)(4) reveals the device functioned properly throughout the duration of the test. There were insignificant anomalies found. The test stimulator and the returned stimulator were set to the parameters the explanted device had when received for analysis.